Event description:
During prostatectomy, since the jaw turned black and charred, the scrub nurse inspected to notice that the ptfe pad became partially separated fro the upper jaw. The surgeon ensured that no piece of the pad was fallen in the patient's abdomen. The intended procedure was completed with a new thunderbeat. There was no harm reported. The surgeon activated "seal and cut" mode for long periods of time e.g. 10s for at least 10 times with grasping almost no tissue in the grasping sections.

Manufacturer narrative:
The subject device was not returned to olympus medical system corporation (osmc) for evaluation. The manufacturing history was reviewed, with no irregularities noted. Based on the report by olympus (B)(4) and past similar cases, it is possible that since the device was kept activated while nothing was grasped in the grasping section, the ptfe pad and probe became hit, the ptfe pad was deformed, and part of the distal end of the pad separated. The instruction manual of thunderbeat mentions warning and caution for possible mishandling mentioned above. Do not activate output for an extended period while the grasping section is closed without contacting issue. Otherwise, a local increase of the temperature between the grasping section during the seal and cut mode may result in premature wear, breakage, and/or probe inside the body cavity. Based upon the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.